Event description:
On (B) (6) 2008 gore excluder aaa endoprostheses were implanted to treat an abdominal aortic aneurysm. Images from (B) (6) 2008, showed a type ii endoleak and invagination of the distal end of the trunk-ipsilateral leg endoprosthesis. The patient has no other complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that this lot met all pre-release specifications. Device used outside of instructions for use (IFU). Aortic neck length < 15mm. Type ii endoleak and distal invagination.